Event description:
It was reported that during an iliac stenting procedure, stent damage occurred. The target lesion was located in the iliac artery. During deployment of a 22mm x 45mm x 100 cm wallstent, the stent became caught on a previously placed wallstent and the "stent bent back on itself." The physician inflated a balloon catheter multiple times to straighten out the damaged stent. The procedure was completed with this device. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).